Event description:
Reportedly this patient has received multiple shocks between (B)(6) 2014 and (B)(6) 2015, however the home monitor is not sending alerts so the clinic was unaware of this.

Event description:
Reportedly this patient has received multiple shocks between (B)(6) 2015, however the home monitor is not sending alerts so the clinic was unaware of this.

Manufacturer narrative:
Based on preliminary analysis results, the ICD and the home monitor behaved according to the programmed settings and as specified.

Event description:
Reportedly this patient has received multiple shocks between (B)(6) 2014 and (B)(6) 2015, however the home monitor is not sending alerts so the clinic was unaware of this.